Manufacturer narrative:
The device was returned for analysis. The reported ¿unknown issue¿ was confirmed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a product experience [unknown issue] was noted with two proglide devices. Returned device analysis for one of the devices showed a link separation and a posterior cuff miss. A device in this condition could not be used to achieve hemostasis. No additional information was provided.